Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: mod arthro nl 1cm diasl cnctr : catalog#cp260605, lot#506650. G2: foreign: germany. H6: proposed component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an orthopedic salvage knee procedure. Approximately ten (10) years and seven (7) months post-implantation, there was a conus fracture between the diaphyseal connector and stem without reported trauma. The diaphyseal connector was explanted however the stem was unable to be removed. An additional surgery and further treatment is being planned for the patient. It was reported that all available information has been provided.